Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted due to an advisory/recall notice. During this procedure, the rate/sense portion of the tachy lead was surgically abandoned for out of range impedance measurements and a possible fracture. Anatomy issues prevented an new atrial lead to be placed. A decision was made to surgically abandon the chronic atrial lead and the tachy lead, and place a new system on the patient's right side. This was successfully accomplished two days later.